Event description:
It was reported that there was an error with the continuous glucose monitor, specifically identified as error 42. There was no reported impact to the customer¿s blood glucose level. The customer was provided with complete instructions for resetting their pump, and they planned to reset it at their convenience and follow up if the issue persisted.